Manufacturer narrative:
Additional information d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a biomedical technician (biomed). To resolve the reported issue, the biomed replaced valve 103. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius biomed identified a burnt valve 103 with signs of heat damage and a bubble on the black plastic of the square solenoid. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine alarmed with the flow inlet error message. Upon troubleshooting, a burnt valve 103 with signs of heat damage and a bubble on the black plastic of the square solenoid was discovered. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine hours are unknown. The valve 103 was the original fresenius part on the machine. The biomed replaced valve 103 which then resolved the issue. Additionally, the biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the burned component. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The burnt valve 103 has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information d9, h3, and h6 type of investigation and investigation findings. Plant investigation: solenoid valve v103 was returned to the manufacturer for physical evaluation. The exterior inspection of v103 was received with signs of thermal damage. Part of the housing is deformed and separated from the valve. The terminals on the valve have signs of corrosion and the label was removed from the valve. Solenoid valve v100 was also returned to the manufacturer for physical evaluation and was received with no signs of damage. Both solenoid valves were installed onto the bibag hydraulic assembly of a test machine. No problems were found during the initial power up. However, a ¿flow inlet error¿ message was encountered during rinse. Both valves were removed for troubleshooting. Measurements were taken across v103 and found to be shorted at 1.0 ohms while v100 measured at 60.8 ohms. An internal inspection found corrosion on the rim of the valve and signs of fluid leaks along the inner walls inside v103. An inspection on the o-rings were worn out. An on-site evaluation was performed by a fresenius biomedical technician (bmet). To resolve the reported issue, the bmet replaced v103. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius bmet identified a burnt valve 103 with signs of heat damage and a bubble on the black plastic of the square solenoid. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine alarmed with the flow inlet error message. Upon troubleshooting, a burnt valve 103 with signs of heat damage and a bubble on the black plastic of the square solenoid was discovered. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine hours are unknown. The valve 103 was the original fresenius part on the machine. The biomed replaced valve 103 which then resolved the issue. Additionally, the biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the burned component. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The burnt valve 103 has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine alarmed with the flow inlet error message. Upon troubleshooting, a burnt valve 103 with signs of heat damage and a bubble on the black plastic of the square solenoid was discovered. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine hours are unknown. The valve 103 was the original fresenius part on the machine. The biomed replaced valve 103 which then resolved the issue. Additionally, the biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the burned component. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The burnt valve 103 has been returned to the manufacturer for physical evaluation.